Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, the customer attached one way valve, however the iab was unfurled and unable to pass through the sheath. The iab was replaced. There was no reported injury to the patient.